Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, opening. A microscopic analysis was performed which identify striated edge opening on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Physician reported rupture of the left side device. Device was explanted.